Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, bruxism, infection, pain, increased sensitivity ((B)(4) are same patient).